Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon said that the vessel sealer extend (vse) failed three times on the inferior mesenteric artery (ima). The surgeon said the vse insufficiently sealed the ima and cut the vessel. The surgeon observed that the vse was activating energy and heard the sealing tone. The cut was made after the seal completion tones were heard. There was 250cc of blood loss. The bleeding was addressed with the vse and a force bipolar instrument. The surgeon informed that the target tissue was thick, but not greater than 7mm in diameter. The surgeon believed that the thickness of the target tissue may have contributed to the insufficient sealing. Prior to the event, the vse had sufficiently sealed and cut vessels with no issues. The procedure was converted to open surgery due to a combination of the insufficient sealing and the surgeon encountering difficulty mobilizing the spleen and separating attachments with too much fat to see with the system. There was 20 minutes of procedure delay due to the issue. There were no fallen fragments. The patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the information obtained at this time, the root cause of the reported event cannot be determined. The vse instrument has not been received for failure analysis investigations. The vessel sealer advanced logs were reviewed by a failure analysis engineer: the logs show that the instrument was installed 2x and passed homing 2x. There were 18 cut complete events recorded with no errors. Logs also show a jaw angle open event after 5 cut complete events indicating the likelihood of a blade exposure. This could likely have caused the ¿insufficiently sealed the ima and cut the vessel¿ complaint. It looks like the instrument continued to perform more cuts after this error. The logs show 2 erbe energy activation errors: ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe.¿. E100 generator logs show qty 119 seal events, of which qty 22 had ¿high initial starting impedance¿ errors. Qty 7 coag events were seen with no errors.